Manufacturer narrative:
PMA/510(k)#: k210476. Supplemental report is being submitted as a cancellation report (additional information received on 16 dec 2024) as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
Supplemental report is being submitted as a cancellation report (additional information received on 16 dec 2024) as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? None 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a if no, please specify where the damage is located: procore. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r,2l,4r,ao,ar,11ri,11s. 7. Please describe the size of the intended target site. 1.5cm 1.5cm. 8. If not with the device in question, how was the procedure performed and/or finished? User changed to another device to continue the procedure. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus ultrasound endoscopy 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement 17. Was difficulty experienced while retracting the needle? No. 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removing from the patient? Yes 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? No. 24. How many biopsies/passes were obtained with use of this needle? 1 1. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? N/a procore. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No information provided ebus.

Manufacturer narrative:
PMA/510(k)#: k210476 device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Three attempts were made in relation to the request to answer the standard questions, but no reply received to date. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2143298 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and lable: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. Based on the very limited information provided a possible root cause could be attributed to the angle at which device was held during endoscopy channel advancement, this could potentially have led to the needle becoming caught on the sheath at some point during the procedure, leading to the sheath getting pierced. Another possible root cause could be related to the adjusting of the distal scope so as to strain or flex the distal part of the sheath, if the needle was advanced in this position, it could have pierced the sheath. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Confirmation of complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: the device was not returned for evaluation. Confirmed quantity, 01 device was confirmed used. According to the initial report, the patients did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the angle at which device was held during endoscopy channel advancement, this could potentially have led to the needle becoming caught on the sheath at some point during the procedure, leading to the sheath getting pierced. Another possible root cause could be related to the adjusting of the distal scope so as to strain or flex the distal part of the sheath, if the needle was advanced in this position, it could have pierced the sheath.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 26-nov-2024.

Manufacturer narrative:
PMA/510(k)#: k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User targeted the target area and advanced the device to desired position successfully, but found out the needle pentrated the surface of sheath under endoscopic view, and the needle nearly punture through the target area. User changed to another device to continue the procedure. The device will not be returned as the patient has hepatitis b, the device is discard by user facility. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.